Event description:
Customer called because she just received her replacement insulin pump and the down button is not as resistant as the up button. She noticed this while programming the device. There have been no alarms. Customer stated she did not want to return the device, she simply wanted to document the issue into her account. Customer did not provide her blood glucose. No further assistance provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.